Event description:
A 28 cm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the approx 9 months post stent graft implant the pt had a type ii endoleak and elected to have no further intervention at that time. The pt was lost to follow-up until 74 months after stent graft implant. The pt presented emergently with severe back pain. The CT demonstrated that the aorta was leaking at an unk location. The emergency room physician assumed the aorta had ruptured. The physician elected to repair the aorta with open surgical repair with a conventional stent graft. Upon removal, the physician notices that there was a type iii endoleak in the first 3-4cm of the stent graft. The stent graft has been received for analysis. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results - lack of info (aneurysm and vessel morphology are unk, pending device analysis). Inherent risk of procedure (aneurysm rupture). Pts condition affected effectiveness of device (the pt did not return for follow-up appointments). Conclusions: lack of info (aneurysm and vessel morphology are unk). Lack of effectiveness related to pt condition (the pt did not return for follow-up appointments).